Manufacturer narrative:
The initial complaint was reviewed and found not reportable. The non-union was already reported with (B)(4) and this complaint (B)(4)will be voided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. This report is for one, unknown lcp system. Part and lot numbers were not provided for reporting. Other number¿UDI: unknown part number, UDI is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). The 510(k): without a part number, the 510(k) number cannot be identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported revision surgery with hardware removal due to nonunion was performed on (B)(6) 2017. The implant surgery was performed on (B)(6) 2016 as part of a revision procedure for a radius diaphysis fracture. During this surgery an unknown small fragment locking compression plate (lcp) system was implanted. This lcp system was explanted during the (B)(6) 2017 revision surgery. Please see related complaint (B)(4) which addresses and reports an additional event associated with this patient. This report is for one, unknown lcp system. This is report 1 of 1 for (B)(4).